Event description:
It was reported by the customer, the channels of the cystonephrofiberscope tested positive for one colony forming unit (cfu) of corynebacterium jeikeium species. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Details of the customer's cleaning, disinfection, and sterilization (cds) process were requested. At this time, no information has been provided.

Manufacturer narrative:
The suspect device was returned to olympus. Evaluation is anticipated but has not yet begun. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on results of third party testing, the device evaluation. And the legal manufacturer's final investigation. The device was evaluated, where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing, by the user after reprocessing. However, when olympus culture tested, after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them". Olympus will continue to monitor field performance for this device.